Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. High pressure messages were found in the pumps event history log; however, the pumps downstream occlusion sensor was tested and was found to be functioning properly and activating within specification. The downstream sensor should be replaced as a preventive measure.

Event description:
It was reported that the pump shows the pumps shows 'high pressure' but then the message disappears again. No patient injury or complications were reported in relation to this event.